Event description:
Spoke to pt. He accidentally dropped his cadd legacy pump (B)(4) due (B)(6)2018 in the bathtub this morning. The pump is now not working. When it turns it on, it goes through the sequence of events but then it gets frozen on one of the steps and he cannot turn the pump off of pull up any other screens. He tried removing the batteries and it does the same thing each time and the pump is unusable. Pump was in use at the time of the malfunction. No adverse drug event reported as a result. Pump will be replaced. Defective pump will be returned. No further info is known. Dose or amount: 15 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.